Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The investigation of the returned device revealed the device has minor scratches observed on articulating surface. The dimensional analysis of returned device confirms device meets print specifications and that critical mating features (morse taper) are within tolerance. Mating baseplate was not returned for evaluation. X-ray 5 weeks post-op from the initial surgery shows the glenosphere still properly oriented in the joint but with the 6.5mm central screw clearly not seated in the baseplate taper. X-ray 7 weeks post-op shows the glenosphere completely disassociated from the baseplate. Profile view of the baseplate and central screw shows approximately 4 cancellous threads inside the baseplate taper. A dimensional approximation of the observed condition indicates a high likelihood that a mechanical interference between the head of the 6.5mm screw and underside of the glenosphere taper occurred. Length of protruding screw (screw head + 4 cancellous threads = @ 11mm) clearance from underside of engaged glenosphere taper to end of baseplate taper @ 9.5mm. Likely interference 1.5mm. Based on device evaluation and the information available, it is concluded that the complainant's event was caused by the observed condition of the 6.5mm central screw not being fully seated in the baseplate, obstructing the engagement and proper locking of the glenosphere and baseplate morse tapers. The most likely cause(s) of the event include: (1) no problem was found with the actual device, (2) the event was caused by improper placement of the central screw attributed to user error and (3) the event was caused by the surgeon not following all steps in the surgical technique and/or available instrumentation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient`s glenosphere disengaged. Original surgery date (B)(6) 2014. The patient presented with instability and was immediately scheduled for a revision. Revision date (B)(6) 2014. Glenosphere found to be loose but not disassociated from baseplate. Glenosphere removed, central screw removed and replaced, and more offset was added to tighten the joint space. Pt is doing fine to date.